Manufacturer narrative:
The investigation was not able to determine a specific root cause. The issue was consistent with pre-analytical handling issues at the customer site, as the centrifugation time and force were not in line with the tube manufacturer's recommendations. Correct pre-analytic sample handling is within the customer's responsibility. The field service engineer found that customer maintenance was missing or incomplete. There is no evidence to suggest a malfunction of the device.

Manufacturer narrative:
The reagent lot number was 82723201 with an expiration date of 30-apr-2026. The field service engineer checked the analyzer and decontaminated the procell syringe. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs results from the cobas e 801 analytical unit. Sample 1 initial result was 36.4 ng/l with a data flag, and the repeat result was 50.2 ng/l with a data flag. A repeat test on a different module produced a result of 33.2 ng/l. On (B)(6) 2025, sample 2 initial result was 13.9 ng/l with a data flag, and the repeat result was 4.88 ng/l with a data flag. The questionable results were not reported outside of the laboratory.